Manufacturer narrative:
A voluntary recall on bact/alert 3d b.40 firmware was implemented by biomerieux on (B)(4) 2012, that included a customer letter (urgent product correction notice) and fax back acknowledgement form. The urgent product correction notice contained updated instructions for use that explained how to follow the system response beeps and included a caution statement warning customers of the impact of improper use. The recall is ongoing at this time. Investigation is ongoing.

Manufacturer narrative:
A voluntary recall on bact/alert 3d b.40 firmware was implemented by biomerieux on october 16, 2012 that included a customer letter (urgent product correction notice) and fax back acknowledgement form. The urgent product correction notice contained updated instructions for use that explained how to follow the system response beeps and included a caution statement warning customers of the impact of improper use. The recall is ongoing at this time. Complaint investigation: the customer's backup was reviewed and confirmed the pattern of loaded bottles does indicate the lost bottle issue occured with their instrument. This is a known issue and is associated with field safety corrective action z-0299/0329-2013. The log file indicates on (B)(6) 2012 a bottle was moved out of cell 4c09 to 4c10 during a string of 10 bottles being loaded into the instrument. This bottle was the last bottle loaded in the 10 bottle sequence and the bottle was "found" on (B)(6) 2012 by the customer when the system was power cycled. A review of the customer log indicates the 10 bottles were loaded in 35 seconds. As part of the CAPA initiated to further investigate this lost bottle issue for fsca z-0299/0329-2013, a customer study was conducted that determined the average customer bottle load time was between 3.58 and 5.40 seconds. The complaint investigation concluded the system was not able to keep up with this customer's load speed and recommended the customer follow the updated instructions for use provided in the urgent product correction notice to wait for the response beeps issued by the instrument during bottle loading process to ensure the bottles are properly loaded. These instructions were provided to the kc district recall coordinator as the short-term correction for this issue. The long-term solution is being addressed with a software update and the timeline associated has also been provided to the kc district recall coordinator.

Event description:
A customer reported experiencing the lost bottle issue related to fsca 1494. While reviewing data in observa, the customer noticed a lab number missing in a sequence of negative bottles. The customer believes the bottle was improperly loaded without two beeps, which may result in one bottle becoming lost and one bottle becoming misidentified in the system. The misidentified bottle caused the pediatric patient's preliminary negative result to not be sent out as a 36 hour preliminary report. Per (B)(6) guideline "cg149 - antibiotics for early onset neonatal infection" pediatric patients whose blood culture is negative and no lab evidence of infection at 36 hours can have antibiotic therapy discontinued. The customer had to wait for the csf result which took an additional 48 ours during which the patient was left on antibiotic therapy. Based on the information provided by the customer, there is no known consequence of the lost bottle. The customer reported this issue to biomerieux on (B)(6) 2012. Based on the backup provided by the customer, the bottle history indicates the misidentified bottle was loaded on (B)(6) 2012 and flagged a final negative status on (B)(6) 2012. Based on the 36 hour guideline, the bottle would have indicated the patient antibiotic therapy could have been stopped on (B)(6) 2012, thus this is considered the date of the event. The customer's system was manufactured (B)(6) 2000, based on the serial number and manufacturing record. The system was upgraded to b.40 firmware on (B)(6) 2012, which was using a lbc-586 cpu. The cpu was upgraded to a lx800 cpu on (B)(6) 2012. Fsca 1494 addressed an improper loading issue where a user performs another action (such as loading a bottle or scanning another barcode) before the barcode scanner response beeps have been issued to indicate completion of the previous bottle loading process (scan and load). This is a known software malfunction and the fsca was sent to the field on (B)(6) 2012, with instructions for all subsidiaries and distributors to notify affected customers of the issue by sending them the customer letter that contained updated instructions to prevent the issue from occurring. An investigation has been opened for this incident. The original bottle has been disposed and is not available for investigation. The instrument and software configuration is known and the investigation based on the nature of the complaint the investigation will focus on the hardware and software components of the bact/alert system. The event is reportable to the FDA as an adverse event because the patient was kept on antibiotic therapy that resulted in prolonged hospitalization due to the lost bottle malfunction.